Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced dyspareunia and urinary problems. Pt had revision surgery 05/06/2008. No other information is available.